Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient reported hearing beeping tones from this cardiac resynchronization therapy defibrillator (crt-d) system. Boston scientific technical services (ts) reviewed the patient's data and confirmed the crt-d generated a tone alert due to a high out of range (oor) pacing impedance measurement in the left ventricular (lv) lead. The oor measurement occurred the day after implant; however, the values have been in range ever since. Afield representative stated the lv lead was tested during implant using a pacing system analyzer (psa) and all results were within normal limits. The patient was checked in clinic and the physician determined the oor alert was an isolated measurement. Impedance has remained in range and significative lower since the alert. The physician considered the issue as resolved and will continue to monitor the crt-d through latitude. The system remains in service. No adverse patient effects were reported.